Manufacturer narrative:
Thermo fisher scientific reviewed and analyzed 4 software data log files provided by the customer, and identified 7 false positive calls amongst the 376 patient samples. On (B)(6) 2020, yellow3. Eds two (2) samples falsely called positive: samples (B)(6). On (B)(6) 2020, blue2. Eds: two (2) samples falsely called positive: samples (B)(6). On (B)(6) 2020, red3. Eds: two (2) samples falsely called positive: samples (B)(6). On (B)(6) 2020, orange1.eds: one (1) sample falsely called positive: sample (B)(6). The root cause was determined to be insufficient centrifugation of the qpcr plate, resulting in bubbles inside the reaction wells. The customer was instructed on proper centrifugation protocol per our instructions for use to prevent bubble events and has not reported additional issues to thermo fisher scientific since.

Event description:
The customer had covid results showing as positive by our interpretive software. After seeing the FDA safety notification, customer became concerned, and contacted their thermo fisher scientific field applications scientist (fas) to help determine this problem. Upon review of the amplification curves, the fas identified 1 patient sample ((B)(6)) that appeared to be a false positive result. The fas collected 4 software data log files from the customer's instrument and sent them into thermo fisher scientific for analysis. Qpcr instrument: quantstudio 5. Ldt or eua: eua. Interpretive software version: (B)(4). Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer, concluded that the false positive results were due to user error. Specifically, the user did not properly centrifuge the qpcr plate according to IFU instructions and provided training materials. The customer reported no patient deaths or serious injuries to thermo fisher scientific. Thermo fisher was not able to confirm whether or not any false results were reported to physicians/patients.